Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the initial implant procedure, the stylet could not be inserted into the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination of the lead showed that the inner coil was overtorqued at the connector region. A stylet could not be inserted into the lead due to the overtoqued inner coil at the connector region. The reported event of stylet could not be inserted was confirmed. The cause of the reported event was due to the overtorqued inner coil at the connector region consistent with procedural damage.